Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that an unconscious patient arrived at the emergency room and the blood glucose was tested on the performa system in the emergency room. The blood glucose result was 11 mg/dl. The doctor treated the patient with 50cc of glucose via IV. Prior to the treatment of glucose, the nurse collected venous blood at the same time when the blood glucose result 11 mg/dl was taken. The venous blood was run within 30 minutes after the collection by using the lab automation biolis 24i. The blood glucose result from the lab was 300 mg/dl. The patient did not receive treatment based on the elevated lab result. Return of the suspect device was requested for evaluation.